Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that there were burn marks in the alternating current (ac) power adapter and the main printed circuit board (pcb) and a burnt odor from the green contacts of the transmitter. It was concluded that a high current flow from the ac wall power outlet went into the ac power adapter and the transmitter and damaged the main pcb.

Event description:
This report is to advise of an event observed during analysis.